Manufacturer narrative:
The customer contacted olympus technical assistance support. No troubleshooting was performed. The customer informed olympus technical assistance support of the event. The device will be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed a fuzzy image on the screen. The issue was identified during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation and since the device was not returned a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.